Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was reprogrammed to increase ventricular outputs following an episode of capture loss. The period of asystole was reported as greater than two seconds, with the patient being pacemaker dependent. The model serial of the associated right ventricular lead remains unknown and no additional adverse effects reported.